Event description:
Customer reported that pump battery would not charge. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer attempted various solutions, including trying different wall adapters and cables, but issue persisted. Customer reverted to using an alternate method of insulin therapy.